Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, in liquid with residue/debris on the product. Visual inspection found no visible damage to the lens with fiber on the lens. Dimensional inspection found the lens within specifications. (B)(4).

Manufacturer narrative:
Corrected data: b5 a facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced rotation not associated to a low vault. The lens was exchanged with a longer length spherical lens. This resolved the problem. Cause of the event was reported as unknownthere are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced rotation not associated to a low vaul. The lens was replaced, and this resolved the problem. Cause of the event was the unknown. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. In addition, it has been noted that the surgeon selected a shorter lens than that initially suggested by ocos. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.